Event description:
Abbott diabetes care (adc) received a user report from russian (rzn) reporting the following information from a healthcare facility: ¿a continuous glucose monitoring sensor was placed on the evening of september 3. After 1 hour it activated then started showing an underestimation (low) of blood glucose levels. By morning, it had stopped working altogether. It has not been subjected to any mechanical impact." It was also reported in the "seriousness criterion" section of the report that the outcome of the event was death. No contact information for the patient or reporting party is available, therefore attempts to obtain additional information are not possible. Based on the information available, it is inconclusive whether the adc device has led to or contributed to the reported death.

Manufacturer narrative:
The reported product is not expected to be returned as the reporter¿s contact information was not made available and attempts to request the product be returned are not possible. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user report from russian (rzn) reporting the following information from a healthcare facility: ¿a continuous glucose monitoring sensor was placed on the evening of september 3. After 1 hour it activated then started showing an underestimation (low) of blood glucose levels. By morning, it had stopped working altogether. It has not been subjected to any mechanical impact." It was also reported in the "seriousness criterion" section of the report that the outcome of the event was death. No contact information for the patient or reporting party is available, therefore attempts to obtain additional information are not possible. Based on the information available, it is inconclusive whether the adc device has led to or contributed to the reported death.

Manufacturer narrative:
The reported product is not expected to be returned as the reporter¿s contact information was not made available and attempts to request the product be returned are not possible. In the absence of a returned product, an investigation has been performed. Refer to manufacturer's device analysis results. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor: the reported product is not expected to be returned as the reporter¿s contact information was not made available and attempts to request the product be returned are not possible. In the absence of a returned product, an investigation has been performed. Refer to manufacturer's device analysis results. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Software: the most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported issue, replace sensor error message, was investigated. Despite the software product type being linked to the complaint, the investigation found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app as the cause of the issue as per the following rationale: the error message and event code observed are associated with a sensor related malfunction. Such errors are recorded in the receiver¿s event log when the sensor experiences a fault. The application is functioning correctly, as it is accurately displaying the error message generated by the sensor. This indicates that the app is operating as intended and is not the source of the issue. There is no malfunction with the customer's reported application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user report from russian (rzn) reporting the following information from a healthcare facility: ¿a continuous glucose monitoring sensor was placed on the evening of september 3. After 1 hour it activated then started showing an underestimation (low) of blood glucose levels. By morning, it had stopped working altogether. It has not been subjected to any mechanical impact." It was also reported in the "seriousness criterion" section of the report that the outcome of the event was death. No contact information for the patient or reporting party is available, therefore attempts to obtain additional information are not possible. Based on the information available, it is inconclusive whether the adc device has led to or contributed to the reported death.